Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed, once investigation results are available.

Event description:
The customer reported experiencing dizziness. The customer tested their blood glucose with their freestyle lite meter and received "normal" readings (96 mg/dl and 125 mg/dl); therefore, the customer did not take their medication. Then the customer experienced fatigued, blurred vision and nervousness. The customer went to the hospital and was diagnosed with hyperglycemia and treated with a shot of insulin. There was no report of death or permanent impairment associated with this event.